Event description:
During bilateral breast augmentation, the surgeon noted that a very small circular opening had formed in the insulative covering of the es active electrode approx. 1" from the tip of the electrode. A small minor burn was noted on the pt's left nipple. No treatment was needed. The surgical procedure was not altered or affected.